Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual inspection, the tubbing was received in two parts and no apparent damage could be observed on the device. Microscopic examination was performed on the edges of the tubbing tear and the cause of the rupture could not be identified. Possible causes of tubbing damage include, but are not limited to the following events: may be easily cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: connection issue. Concomitant medical products: (right) 475cc mentor smooth round spectrum saline catalog: 3501480 lot: 6806218 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast reconstruction with two 475cc mentor smooth round spectrum saline breast prostheses, experienced tubing separation on the left breast implant. As a result, the patient underwent removal and replacement with a 475cc mentor smooth round spectrum saline breast prosthesis on (B)(6) 2020.